Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during performing electrophysiology (ep) diagnostic procedure. The procedure was completed as planned. It was reported to philips that the system was unable to boot up. Review of the logfile shows that the system was experiencing intermittent communication issues with the flexvision pc. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the secondary monitors in the room not displaying the live/reference video. On further troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the monitor adapters were loose. To resolve the issue, fse disconnected video cables to switchable monitors, connected video cables and connected relay to generator correctly. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure and was completed as planned. The issue occurred at the end of the procedure, and there was no delay and no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.